Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. Patient's symptoms include redness and warmth at the site. The physician believes the infection is not device or procedure related. Medications were given for the infection. The infection has resolved. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. Patient's symptoms include redness and warmth at the site. The physician believes the infection is not device or procedure related. Medications were given for the infection. The infection has resolved. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the hospital is not willing to disclose information regarding the patient's medication administered.